Event description:
This is filed to report a leak. It was reported during preparation of the steerable guide catheter (sgc), a loss of fluid column occurred when inserting the dilator into the guide. The device was flushed several times and the 3-way stopcock was replaced; however, a loss of fluid column continued. Therefore, the sgc was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The returned device analysis did not confirm the reported leak/splash. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.